Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 425 mg/dl. Customer declined to troubleshoot for high blood glucose levels and wanted to follow up with a medtronic representative in regards to updating settings.